Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced right heart failure. Cardiac index (ci) was less than 2.0l/min/. It was not thought to be device related since it was due to underlying disease. They were admitted from (B)(6) 2025 to (B)(6) 2025. Cardiac catheterization was performed. Central venous pressure (cvp) was not performed. Pulmonary artery (pa) systolic pressure was 37 mmhg. Pulmonary artery (pa) diastolic pressure was 20 mmhg. Pulmonary artery wedge pressure (pcw) was 22 mmhg. Cardiac output was 2.8 l/min.